Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer did not reset malfunction and did not require pump replacement because customer was about to start using new pump, and no further actions were needed from technical support.